Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. When the device is returned the complaint will be reopened. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that the involved tr band was placed like normal following a percutaneous coronary intervention (pci) from the right radial access. The tr band was inflated, sheath was pulled, and then the band deflated. In less than three (3) seconds the access site began bleed. Pressure was held until a blood pressure cuff was inflated on the upper arm and a new tr band was applied without an issue. The patient was in stable condition and had no complications. The procedure outcome was successful. The event occurred post-treatment. Additional information was received 22 may 2023: there was 18ml of air injected into the tr band when it was applied. There was no noticeable damage to the device.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.